Event description:
Customer reports scalp clip applier would not fire properly after several applications. Letter that accomplished device states "there was no negative pt outcome; however; because of the potential harm that can be caused to the pt; facility ask that MFR conduct qaulity assurance testing on this product". Customer contacted twice and asked about concerns involving potential harm that could be caused to the pt. Customer final reply was that there was no pt injury and customer was unable to make determination if non-functioning scalp clip applier could result in a serious injury if the condition were to recur.